Event description:
Spontaneous call from patient who reported whisperject device jammed and they were unable to use it unknown if this caused patient to miss dose. Unknown if any adverse events occurred. Unknown if patient had defective device on hand. No further information. Reported to (B)(6) by pt/caregiver.